Manufacturer narrative:
(B)(4) we received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that this right ventricular lead was dislodged and had migrated. The physician had trouble re-inserting the stylet when attempting to reposition the lead. The rv lead was then explanted and new lead was implanted as replacement. Additional information obtained from the field representative indicates that the physician thought that this lead was pinched at the access point and was damaged. This rv lead was returned back to the laboratory. No adverse patient effects were reported. The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. During the mechanical inspection, a stylet intended to be used with this lead could not be properly introduced and advanced within the lead's lumen what was mentioned in the complaint description. Subsequent analysis revealed the presence of coagulated blood along the inner coil of the lead. These blood residuals were most likely introduced into the lead by means of stylets used during the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. In summary, coagulated blood was found along the inner coil of the lead, which was introduced most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.